Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse) and back pain ("back pain"). On (B)(6) 2009, the patient had essure inserted. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the urinary tract infection and dyspareunia outcome was unknown. The reporter considered back pain, dyspareunia, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2009: unknown. Quality-safety evaluation of ptc: quality-safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 23-sep-2020: pfs received outcome of event back pain was updated as recovered. Patient aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included adenomyosis, hypertension, carpal tunnel release, neuropathy peripheral and anxiety disorder. Concomitant products included alprazolam (xanax), cyclobenzaprine, escitalopram oxalate (lexapro), gabapentin, oxycodone, triamterene and verapamil. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved, the dyspareunia was resolving and the urinary tract infection and endometriosis outcome was unknown. The reporter considered back pain, dyspareunia, endometriosis, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation date (B)(6) 2010. Discrepancy noted in date of insertion (B)(6) 2009. Discrepancy noted as per pfs essure removal: have you had your essure (or any part of the device) removed? No as per pfs plaintiff did not undergo essure confirmation test (discrepancy noted) discrepancy noted in onset date of events pelvic and back pain (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2009: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: pfs received. Event: endometriosis were added. On 28-apr-2021: pif received: no new information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included adenomyosis, hypertension, carpal tunnel release, neuropathy peripheral and anxiety disorder. Concomitant products included alprazolam (xanax), cyclobenzaprine, escitalopram oxalate (lexapro), gabapentin, oxycodone, triamterene and verapamil. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved, the dyspareunia was resolving and the urinary tract infection outcome was unknown. The reporter considered back pain, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation date (B)(6) 2010. Discrepancy noted in date of insertion (B)(6) 2009. Discrepancy noted as per pfs essure removal: have you had your essure (or any part of the device) removed? No as per pfs plaintiff did not undergo essure confirmation test (discrepancy noted) discrepancy noted in onset date of events pelvic and back pain - (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2009: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: plaintiff fact sheet received. Event outcome of dyspareunia updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the urinary tract infection and dyspareunia outcome was unknown. The reporter considered back pain, dyspareunia, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2009: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included adenomyosis, hypertension, carpal tunnel release, neuropathy peripheral and anxiety disorder. Concomitant products included alprazolam (xanax), cyclobenzaprine, escitalopram oxalate (lexapro), gabapentin, oxycodone, triamterene and verapamil. In 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain had resolved and the urinary tract infection and dyspareunia outcome was unknown. The reporter considered back pain, dyspareunia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation date (B)(6) 2010. Discrepancy noted in date of insertion (B)(6) 2009. Discrepancy noted as per pfs essure removal: have you had your essure (or any part of the device) removed? No. As per pfs plaintiff did not undergo essure confirmation test (discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2009: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2021: pfs received. Event: plaintiff did not undergo essure confirmation test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, dyspareunia and back pain outcome was unknown. The reporter considered back pain, dyspareunia, pelvic pain and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2009: unknown. Quality-safety evaluation of ptc: quality-safety evaluation of ptc. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received events " infection (bladder/ urinary tract/vaginal) type: uti, dyspareunia (painful sexual intercourse), pelvic pain and back pain" were added. Reporter information , medical history and patient demographics" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.